Manufacturer narrative:
Additional suspect medical device components involved: model #: csk-tc10-3m lot #: 041617 description: csk 100 mm tc electrode with 3m cable.

Event description:
A report was received that a used electrode was found to have a rusty wire.

Manufacturer narrative:
Device evaluation performed on electrode lot# 040612 showed that the electrode shaft was broken off at the hub. Device evaluation performed on electrode lot# 041617 showed the thermocouple has migrated from tip to a different position on the shaft. The electrode shaft was bent, due to external mechanical force.

Event description:
A report was received that a used electrode was found to have a rusty wire.